Event description:
Litigation alleges the patient suffers from pain, discomfort and swelling.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions, metal wear and metallosis. After review of medical record for MDR reportability, patient was revised to address failed metal-metal hip arthroplasty, right. On (B)(6) 2014, upon exposure of the posterior capsule, extensive metallic staining of the soft tissues was noted. There was significant gray-appearing compromised soft tissue. This tissue was excised. In the inferior of the capsule was extensive metallosis. The greater trochanter also demonstrated extensive metallic staining and osteolysis, while the posterior wall along with the defect created in the superior acetabulum from screw removal had extensive osteolysis.